Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. There was a 0.65 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing the tip to not move smoothly. Additional observation related to customer complaint. The instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protruded above the outer surface of the distal clevis. The wire insulation was damaged and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire did not show damage. Additional observation related to customer complaint: the instrument was found to have a damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additionally, on 14-nov-2024, isi received FDA medwatch report mw5161091 stating: "repose able robotic force bipolar instrument: articulating tip of instrument became unhinged. This was noted at the end of the case. No harm to the patient. Instrument will be sent back to intuitive for reimbursement. 5/12 lives remain on this instrument."

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the articulating tip of the 8mm force bipolar instrument was unhinged at its base but there was no fiber breakage observed. Since this was noted at the end of the case, no additional instrument was opened to complete the case. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.